Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device remains in the patient's body and was not returned for additional evaluation and investigation. Physician believed that the catheter was being positionally occluded, so they opted to adjust where the catheter entered patient's spinal canal in hopes this new access would improve and allow patient consistent therapy. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions in order to report a catheter revision due to underinfusion volume discrepancies and lack of pain relief. Initially, an underinfusion volume discrepancy was observed with the expected volume being 10ml and the actual aspirated volume being 20ml. A cap study was performed the next day, which showed the catheter to be patent. Approximately a year later, the patient reported not having pain relief again. On that day, the physician aspirated and pushed through the cap. The physician noted some resistance when aspirating and when they injected dye into the cap that they felt as though something cleared. The patient was reported to be lying flat for the procedure. Following the procedure, the patient reported that they were having great pain relief. However, some days later, the patient reports that they were having a lack of pain relief again. When the patient was seen, another discrepancy was noted, in which the expected was 16 mls and the returned was the full 20 mls of medication. Another underinfusion volume discrepancy was observed when the patient was brought in for a dye study. The expected volume was 18ml and the actual aspirated volume was 20ml. The catheter dye study showed the catheter was patent, as the physician was able to observe proper dye flow while the patient was in laying down and sitting positions. The physician also performed a stethoscope test and the physician was able to hear the clicking of the valves. The patient's catheter was later revised and attached to the pump that was already implanted.